Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a use error of setting the tidal total uf removal too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal and external inspection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:06:51. During night drain cycle five, the patient's ultrafiltration reading was 1435ml, indicating the home patient (hp) drained 1265ml more than their maximum programmed fill volume of 1700ml. No further information was available.